Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastric stimulation. It was reported that the patient was feeling stimulation in their ins pocket. This was also described as a shocking sensation. Impedances were checked and found to be in the normal range. The ins was turned off last night and the patient planned to follow up with their healthcare professional. Additional information received from the representative reported an appointment was scheduled with the managing physician and at this time the cause of the issue was unknown and it had not yet been resolved.

Manufacturer narrative:
Corrected information:if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to (B)(4) harmonization, results, method, and conclusion codes were updated if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient needed their device removed. They just got out of the hospital due to the device shocking them, which caused chest pain. This issue started, probably, a couple months after they were implanted. After turning it off and turning it back on, it irritated them and it got worse. It was shut off again a week prior to the report but, when it was off, they were still feeling something. It was really tender and sore at the ins site. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.